Event description:
It was reported that the patient experienced shocking sensations during movement following an implant in (B)(6) 2009. The patient also reported her leads "moved." Follow-up is not possible due to a lack of contact information.

Manufacturer narrative:
Product ID neu_unknown_lead, lot # unk, implanted: (B)(6) 2009, explanted: unk; product type lead, product ID neu_unknown_lead, lot # unk, implanted: (B)(6) 2009, explanted: unk; product type lead.